Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the foot end brake casters will roll after the brake is set. No patient impact.